Event description:
Pt went into respiratory distress requiring intubation on 10/18/93. Pt intubated during a code blue procedure. Attempted by house physician and respiratory therapist and finally intubated by anesthesiologist. Pt abdomen became distended after intubation. Surgical consult obtained and surgical intervention on 10/18/93 for repair of ruptured hg perforation esophageal gastric junction secondary to tear. Pre-op dx = copd. Maximum length of e-t tube = 12 inches. Tear was at the lesser curvature e-g junction of stomach and not likely from intubation. Pt hemodynamic status and predisposing condition may have been a causal factor of the tear. Pt did well post-operatively.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.